Event description:
After inserting an acuvue contact lens into my eye, I experienced a painful burning in my eye. The pain became progressively worse until I removed the lens. Removing the lens was difficult because my eye was closing due to the pain. After removing the lens, the burning continued for several minutes and largely subsided after flushing my eyes with water. Approximately 8 hrs after removing the lens, I still feel minor discomfort in my eye but there is no burning sensation. Event abated after use stopped or dose reduced: yes.